Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that patient's t10 lead had migrated. It was noted that the patient had loss therapy after a fall. Surgical intervention was undertaken and the lead was explanted and replaced. Therapy was restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.